Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the intermittent response of the up arrow and down arrow keypad buttons was not duplicated; all of the keypad buttons responded appropriately and were functional. The buttons had normal spring back and click. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored and dim/faded display screen.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up and down arrow keypad buttons would stick and were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.